Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. The instrument was found to have teflon pad damage on the clamp arm. A piece is missing measuring approximately 0.102" x 0.068" in size and was not returned with the instrument. The root cause of this failure is attributed to instrument mishandling and misuse. The instrument was further investigated and additional observation not reported by the site and not related to the reported issue was found. The instrument was found to have blade damage. The blade exhibited mechanical damage. No material appears to be missing. The root cause of the ¿mechanical indentations/burrs instrument blades¿ is indicative of instrument mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the harmonic ace instrument lot # m90210208/ sequence # (B)(4) associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2021 on system (B)(4). This is a single use instrument. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted lung resection surgical procedure, the harmonic ace instrument "gasket" was warped during firing. The customer reported that no fragments fell inside the patient during the procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event that a piece from the instrument teflon pad broke off and fell inside the patient. The fragment was retrieved with a laparoscopic instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.